Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station cubie lid on drawer 4 failed to stay closed and displayed the error message failed to stay closed. The field service engineer (fse) had followed up with the customer, but no response was received from the customer. Therefore, the fse proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 cubie lid failed to stay closed. Customer tried to recover but failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 cubie lid failed to stay closed. Customer tried to recover but failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.